Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of 3.5mm cortex screws, part number and lot number unknown. The part numbers listed on the implant report that fit this description of the screw in this report are: 204.816 and 204.826. It is unknown which part is for the broken screws. The implant record history submitted by the user facility with part number information contains an implant notation in the record of (B)(4) 2013, the record also indicates the year as 2014 in the header information. The initial report also indicates the year as 2014. This date has been verified by the sales consultant as correct. The date of (b)(60 2014 has been entered into this record as the implant date. This information is only meant as clarification of the conflicting dates within the quality record. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient was implanted with the following screws: 204.816, 204.826. It is unknown as to which 3.5mm cortex screw broke postoperatively, therefore, synthes has reported both screws. Brand name: 3.5mm cortex screw, self-tapping 16mm . Catalog number: 204.816. Brand name: 3.5mm cortex screw, self-tapping 26mm. Catalog number: 204.826. The 510(k) number: both screws are identified under the same 510(k) number, additional common device name and additional device product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient suffered a right distal humerus fracture on an unknown date and underwent open reduction internal fixation (orif) and olecranon osteotomy on (B)(6) 2014. The patient returned post operatively with nonunion and broken hardware. The olecranon osteotomy nail broke and the nail end cap junction. One of the 3.5mm cortex screws and a 2.7mm variable angle locking screw broke that were through the medial distal humerus plate. All broken hardware was removed except one of the broken 3.5mm cortex screws. The distal humerus was revised on (B)(6) 2014 with 4.5mm recon plate and olecranon osteotomy was plated with 2.7mm/3.5mm variable angle olecranon 4 hole plate. The patient is stable and there were no complications during surgery. This report is for an unknown quantity of 3.5mm cortex screws, part number and lot number unknown. This is report 4 of 4 for (B)(4).